Event description:
My dexcom g7 was showing that I was over 200, causing my connected omnipod to deliver more insulin than I needed. I was away from home and unable to verify my glucose readings immediately and was rather tired about to take a nap and was not strictly monitoring my levels. However, before I fell asleep, I ended up having my first and only seizure which sent me to the ER where they found my glucose to be 79 when my dexcom g7 still showed over 200. I believe the sudden drop of glucose levels is what sent me into a seizure as no other cause has been found through testing. If my readings had been accurate, I believe I would not have experienced a seizure. I have had multiple incidents of the dexcom g7 showing in accurate readings for a prolonged time and not accepting my attempts at recalibrating it with correct glucose values. I have since switched back to the dexcom g6 which I found to be much more reliable and accurate, as when it fails it will not show readings rather than continue to display inaccurate readings which will cause my omnipod to dose incorrectly. I believe the dexcom g7 should not be in circulation and the dexcom g6 should stay available until the dexcom g7 is proven to be more reliable and not show incorrect readings at an alarmingly high rate.